Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was unresponsive due to internal moisture damage. The pump did not power on. The battery cap secured properly to the pump, and no damage was found to the battery compartment. The pump case was removed and evidence of moisture ingress was found. Unrelated to the complaint, the bolus button cover was detached from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The battery was allegedly changed; however, the issue of a shortened battery life recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.